Event description:
The catheter had electrical artifact displayed on the monitoring system during the procedure. The cable was replaced and the problem persisted. The catheter was replaced with a new catheter and the electrical artifact was resolved. No harm came to the patient.